Event description:
A new right ventricular (rv) lead screw would not retract. It was removed from the patient. Original rv lead placement was at the high septum; however, after securing the lead by suture to the pocket and initiating closure of the pocket, this did become dislodged and a new lead was placed. After multiple unsuccessful attempts of using the original lead with different guidewires, a new lead was decided to be implanted. A defect was suspected in the lead. No harm came to patient. ====================== health professional's impression======================n/a====================== manufacturer response for rv lead, rv lead======================awaiting response